Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer followed instructions from the technical support team to reset the pump successfully, after which the error did not occur again, allowing the caller to start their sensor session.